Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute kidney injury with a "possible" relationship to the impella device used. The patient was given a bolus lasix which helped the condition. Additionally, patient endured anemia with a "possible" relationship to the impella device used. Hemoglobin dropped down to 7.1 and one unit of blood was ordered. The urine then looked clear with no hematomas or ecchymosis. The cause of the anemia was unclear. Patient also endured ongoing ventricular arrythmias with a "probable" relationship to the impella device used. It was reported that the patient coded on induction of anesthesia and cardiopulmonary resuscitation was performed for hypotension for 5-10 minutes. The patient stabilized with moderate to high doses of inotropes, dobutamine, epinephrine, vasopressin, and inhaled nitric oxide. In the left axillary an impella 5.5 was placed for mechanical circulatory support. The predominant underlying rhythm was sinus tachycardia with frequent ventricular ectopy being noted. There was an intraventricular conduction delay and the patient experienced episodes of ventricular tachycardia/ventricular fibrillation with loss of consciousness with coughing. The first episode occurred while the patient was out of bed, in a chair. The patient was sedated and cardioverted. The patient had additional episodes requiring shock after he had been lifted back to bed. The patient started on amiodarone and lidocaines. A bedside echocardiogram performed, and the impella was repositioned. The patient was electively intubated. The patient not recovered/not resolved. The patient ultimately expired.

Manufacturer narrative:
Patient information: a4 patient weight unknown. Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use: as noted in the impella IFU section: potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A fourth notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that on (B)(6) 2024 regarding patient experiencing cardiac arrest with impella relationship listed as "definitely related". It was reported that after anesthesia induction, patient suffered a cardiac arrest. Cardiopulmonary resuscitation was performed for about 5-10 minutes. During this time, femoral access was obtained for possible extracorporeal membrane oxygenation (ECMO) cannulation. Patient regained rosc (return of spontaneous circulation) and stabilized on moderate-high dose inotropes. Decision made to proceed with the planned axillary impella procedure.

Manufacturer narrative:
Additional information received from the clinical site and the following fields were updated. B5, h6. Correction g2.